Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the battery depleting is undetermined. The patient told the representative that it would deplete from 100% to 30% in less than three days when he went outside every hour and it was really cold, below freezing. The patient felt his body temperature would decrease some and felt it may have affected the battery charge level. It was noted that otherwise the battery would deplete about every four days. The temperature had been above zero now so it seemed the battery was depleting normally.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed that the ins battery seemed to deplete quicker since they had been outside more in the cold. The patient believed the cold weather was affecting the ins battery charge level. The rep said it sounded like that it was overall battery level over a few days but the rep wasn't sure about that. Technical services (ts) reviewed how the ins will attain body temperature regardless if the patient was outdoors for 1 or 3 hours. Ts suggested that the rep ask the patient for more info such as: battery level before they go out and then check the battery level once they get back in the house or if they are seeping the change more in the weekly charging schedule. No symptoms were reported. No further complications were reported/anticipated.